Event description:
It was reported by the sales rep that there "was a kink in the intraclude aortic device." They were not able to flow antegrade cardioplegia properly. The hospital is retaining the devices. The surgeon chose to go without replacing the cannulae and changed their surgical technique. The lot number is unknown.

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.